Manufacturer narrative:
As reported, the optifix straight fastener did not penetrate the tissue. The subject device was returned for evaluation. Visual evaluation noted physical damage to the distal tip, including bent guidewire and backup tabs. There was a single broken fastener noted on the guidewire within the firing chamber. Internal component evaluation finds that all of the components are in place and in good condition, no manufacturing anomalies were found. Based on the sample evaluation and investigation performed the issue that presented was due to forces applied during use. A review of manufacturing records indicate product was manufactured to specification. To date, this is the only complaint reported for this manufacturing lot of 520 units released for distribution in (B)(6) 2020. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿

Event description:
As reported, during an laparoscopic inguinal hernia procedure on (B)(6) 2021, the bard/davol optifix straight, had an issue with fasteners not penetrating the tissue appropriately. The surgeon attempted to fixate a 3dmax mesh into the soft tissue above cooper's ligament and the fasteners used went into the mesh but did not fixate to the tissue. As reported, the 3 fasteners were left in the patient, as they were too difficult to remove. As reported, the surgeon opted not to use another fixation device. Surgeon is an experienced user of the optifix device. There was no reported patient injury.